Event description:
It was reported the customer was hospitalized with diabetes ketoacidosis. It was also found the customer was admitted into the intensive care unit. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 700 mg/dl. The customer also stated they were vomitting and had extreme thirst prior to their hospitalization. Customer's blood glucose was treated with an insulin drip and manual injections. Troubleshooting found the customer had an inaccurate bolus history. The customer was advised to disconnect from their insulin pump and revert to manual injections while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.